Event description:
Resident reapplied additional quikclot to a wound that had already been treated with quikclot. Then the resident applied pressure. Pt's hand began "smoking" and resulted in a 2nd degree burn. This is a potential adverse event when the product is not used according to directions. This is clearly stated in the package instructions that are attached.